Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements. This rise in impedance appeared to be gradual, beginning in (B)(6) 2018. This rv lead was explanted and replaced with a non-boston scientific lead. The right atrial (ra) lead had to be repositioned to avoid damage during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 correction: rv lead was surgically abandoned, and ra lead was replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements. This rise in impedance appeared to be gradual, beginning in february 2018. This rv lead was surgically abandoned and replaced with a non-boston scientific lead. The right atrial (ra) lead was also replaced to avoid damage during the procedure. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis.